Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product unavailable for analysis.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient expired. Three lesions identified in two diseased vessels. The lesion was located in the left anterior descending (lad) artery. The vessel diameter was 2.7mm and the target lesion was 26mm. Pre-procedure stenosis of 96% and post procedure with lesion was 0% stenosis. No attempt made for direct stenting. A 2.75x28mm liberte stent was implanted. No additional procedure was performed in the target lesion. The procedure was a technical success. In (B) (6) 2007, the patient did not have angina or silent ischemia. Discharge medications included, asa 100mg/day indefinitely and clopidogrel 75mg/day for 12 months. Thirty eight days post procedure, the patient experienced cardiac death.